Event description:
The physician implanted a 3.0mm diameter x 12mm length endeavor resolute rx drug-eluting stent to the mid lad. It was reported that the stent was deployed. An attempt was then made to post-dilate a previously deployed stent distal to relevant stent. The physician then attempted to re-wire the distal lad, but the guide wire got stuck on the deployed stent in the mid lad. Attempts were made to disengage the guide wire, but these failed. Attempts were then made to retract the wire using strong pulling force at this stage, it was noticed, the stent had become dislodged. The patient underwent emergency surgery and is reported to be stable post procedure. No additional clinical sequelae were reported.

Manufacturer narrative:
(B) (4). Evaluation: results: stent migration.